Event description:
The patient reported she changed the infusion set and insulin cartridge on (B)(6) 2011 at 9:50pm and her blood glucose measured 166 mg/dl. On (B)(6) 2011, her blood glucose measured 238 mg/dl and she bolused 7 units of insulin through the infusion device. At 11:30am her blood glucose measured 251 mg/dl and she bolused 10 units of insulin through the infusion device, at 12:30pm her blood glucose measured 224 mg/dl and she bolused 10 units of insulin via syringe, at 2:00pm her blood glucose measured 128 mg/dl, at 7:40pm her blood glucose measured 138 mg/dl and she bolused 1 unit of insulin through the infusion device, and at 9:15pm her blood glucose measured 170 mg/dl. She changed the infusion set headset and found the cannula was not in her skin. On (B)(6) 2011, her blood glucose ranged from 117-217 mg/dl and she bolused through the infusion device and via syringe. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned task-force.